Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing of clear r waves. Programming changes were recommended and were scheduled to be made at the patient's next follow up. There were no adverse consequences to the patient.